Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) empty intravia containers ripped at the seam where the ports attach to the bag. The issue was noticed during 'ilp' stage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6(update codes), h11. H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. Visual inspection of the photographs noted that the bags were torn at the seam where the ports attach to the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.